Manufacturer narrative:
Analysis of the pump revealed no anomalies. (B)(4).

Event description:
It was reported that the patient complained about more spasms and increased spasticity as in the past. The dosage was increased per physician without success. There was also drug variance with refills. The physician did a contrast study but did not manage to get contrast through the access port to the catheter. During surgical revision, when the pump was disconnected the physician managed to get cerebral spinal fluid (csf) from catheter and the pump did not deliver any medication at that point to which it was thought the pump was at fault. A roller study was attempted but the markers could not be clearly seen on x-ray. The issue was not resolved and cause was not determined. Therefore, a new pump was implanted. At the time of the report the patient's status was reported as alive-no injury. After the replacement the patient was doing much better even though the dose had to be started low again. The issue was resolved regarding patient therapy. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was further provided that on (B)(6) 2013 there was 8 cc fluid in reservoir, 32 cc fluid in 'seroma," and there was a question of pump dysfunction. On (B)(6) 2013, the pump reservoir contained the correct amount of medications. "Joparmiron" through bolus port delivered contrast normally but the patient's spasticity was severe. The plan was to refill the device "on monday" and monitor the patient carefully on the fresh drug. The previous refill was reportedly difficult. On (B)(6) 2013, there were no untoward effects from the new refill and the spasms were not resolved. On (B)(6) 2013, the lioresal was programmed up. On (B)(6) 2013, there was report to increase the lioresal dosage "next week" as needed (prn). On (B)(6) 2013, the patient was due for reprogramming (up) "on wednesday." The patient was on oral baclofen in the meantime. On (B)(6) 2013, there was the refill of the intrathecal drug delivery device noted as "uncomplicated up dosage." On (B)(6) 2014 "pro deo refill same as (B)(6) 2014." There was report of uncomplicated refills on (B)(6) 2014. On (B)(6) 2014 the patient presented with acute onset of exacerbated spasms. On (B)(6) 2014 it was noted, the pump had more than 5 ml excess of residual for the last two refills. On the table transpump meylogram there was no contrast medium at all visible. There was suspected retrograde passage into the pump. The patient's spasms were poorly controlled and he required the revision of the pump system. On (B)(6) 2014, the previous pump site was opened and there was no disconnection here. There was also no cerebrospinal fluid (csf) flowback from the catheter. The catheter was then disconnected at the dorsal site to which no obstruction was noted in the catheter proximally or distally. On table myelograms, good flow was demonstrated "i.e. Defective pump most likely." The complete system was replaced and the new catheter tip was placed at t5. The patient was started with 150 ug per day. Should additional information be received a supplemental report will be filed.